Event description:
Patient reportedly believes that one of their implants have ruptured because it keeps moving. Affected side not reported. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.